Event description:
It was reported that the user accidentally announced a usual dinner for lunch and expressed concern about impending low glucose, with a concurrent blood glucose of 112 mg/dl and a history of going low after similar announcements, including a prior reading of 60 mg/dl. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included customer support troubleshooting and education regarding meal announcements and assignment for additional training. Investigation of this case revealed user-related dosing inconsistency associated with incorrect meal size announcement, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement selection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.